Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a right fusiform aneurysm located in the right vertebral artery. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving a total of four pipelines. The first two pipelines were implanted telescoping each other; however, the third pipeline could not be released from the capture coil despite manipulation of the marksman microcatheter and guidewire. It was removed from the patient and a new pipeline was implanted in the patient to conclude the procedure. No injury was reported with the patient as a result of the procedure.